Event description:
Customer reported that his insulin pump is giving low blood glucose alerts all the time and it is very annoying. The sensor will keep sending readings to customer's device, triggering the low alerts. The low blood glucose reminder is not set. Customer cannot hear the device beep, but he feels it when it vibrates. He was advised to change alerts to vibrate. Right now it is combination of beeping and vibrating. Customer also reported that he has red marks all over his stomach area from the enlite sensor overtape. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.